Manufacturer narrative:
Product event summary: analysis found that the device could not sense correctly. The price quotation for the repair was rejected by the customer, so the customer asked that the device be returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer for inspection. It was analyzed and tested out of specification. There was no patient involvement.